Event description:
Customer posted on our saalt (B)(6) group that she went to the doctor to have her cup removed, and we asked her to email us more information. Customer stated that her cup had been inserted for 10 hours when she first attempted removal, but did not state how long it had been in when removal was achieved. When asked what resources she used to help her remove her cup on her own, she stated "all of the above," (referring to instructions, saalt cup academy, (B)(6) videos, contacting saalt) however, we have no record of her contacting saalt prior to seeking medical care. The only information she offered as to what techniques she used to try to remove her cup was that she tried to reach the base. We offered and sent a replacement cup.